Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as no information was available. Reportedly, the customer reverted to an alternate method insulin therapy.